Manufacturer narrative:
Beginning (B)(4) 2002, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The svc record indicates that the device is 8 years old and was last returned to the MFR for repair on (B)(4) 2007. Inspection of the device determined the side plates, comb, roller, handle, and carrier guide were damaged. Prior to repair, the device was determined to be out of calibration on the right and left side. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not feeding the graft through and the graft was binding. Add'l clinical follow up with the hosp indicated that the mesher had not been able to perforate the donor tissue. There was no add'l harvest, as the tissue was removed from the mesher and manually perforated for the planned wound coverage. It was reported that there was no significant surgical time increase.